Manufacturer narrative:
The investigation for the access site bleed and low pump flow has been completed. Data logs confirmed the failure mode and clinical narrative. Logs showed after pump started, low flow occurred hat triggered auto suction response & suction alarms. This event remained for 6.5 hours then was resolved. Pump then ran without issue to the rest of the case. Pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. The root cause of the low flow was most likely a patient condition as no issue was found on the pump and low flow was resolved after fluid compensation. The root cause of access site bleeding was most likely patient movement related as clinical team reported impella movement during transport causing minor hematoma to site. Introducer was not returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. Added d9 device return date.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient presenting with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced bleeding, a hematoma and low pump flow. The impella was placed without complications. Extracorporeal membrane oxygenation (ECMO) was placed as well. Percutaneous coronary intervention was performed to the distal left main and proximal left anterior descending and right coronary arteries. There was bleeding from the first 14fr 23cm sheath used; therefore, the physician switched to a short sheath which at the time of discussion was hemostatic but due to the previous bleeding the physician did not want to peel it away. The limitations of leaving the peel away sheath in was explained, and the decision made to peel away with close attention to technique. The peel-away sheath was removed, and the repositioning sheath advanced with no bleeding at the groin access site. The patient was sent to the unit on impella mcs. Later overnight the patient received multiple blood products for suction and chugging on the ECMO circuit. Three units of packed red blood cells and 2l albumin were given. Further noted, the patient had a large, firm neck hematoma, and bruising around the abdomen that were suspicious for bleeding sources. The patient continued on supported noted to be in stable condition. The impella cp device supported the patient for a total of three days until successfully escalated to the impella 5.5 device.